Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. The patient underwent a revision surgery approximately 2 years post-op for unknown reasons. During the revision surgery, it was found that the rods were broken. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.